Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced the 15mm x 3.00 nc quantum apex balloon catheter and attempted to predilate the lesion. The quantum apex balloon was inflated to 20 atms and ruptured. It is not known how many times the balloon was inflated. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced the 15mm x 3.00 nc quantum apex balloon catheter and attempted to predilate the lesion. The quantum apex balloon was inflated to 20 atms and ruptured. It is not known how many times the balloon was inflated. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device revealed that dried blood and contrast were present in the shaft and balloon. Microscopic inspection of the balloon revealed a longitudinal tear located 0.5mm from distal shaft edge and measuring distally 7mm. Inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).